Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "chemical burns on the side of the mouth," "slight burning on the nasolabial fold," "peeling," and scarring are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration." Adverse events: ''the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache." "Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess."

Event description:
Patient reported they were injected with two syringes of juvéderm® in the nasolabial folds and "around the mouth" and two syringes of juvéderm voluma® xc in the cheek. The patient stated the next day, the patient developed "chemical burns on the side of the mouth" and described a "slight burning on the nasolabial fold." The patient also indicated their "skin was peeling." The patient was prescribed antibiotics and prednisone for treatment by the injecting physician. Patient stated they now have "scarring on the side of the mouth," but the burns have cleared up. This is the same event and the same patient reported under MDR ID #3005113652-2016-00046 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm®. &#60301;

Event description:
Additional information from the injecting healthcare professional indicated the unspecified juvéderm® was confirmed to be juvéderm® ultra plus xc; injection sites were specified to be in the nasobial folds and marionette lines. The healthcare professional observed redness and swelling in the marionette lines. The antibiotic given to the patient was specified as augmentin. Patient was also using hydrocortisone, vaseline, and "ciculfate skin repair cream" as topical treatment. Healthcare professional elaborated that the patient reported the area around their mouth was "scaly with scabby areas." During the most recent evaluation with the injecting healthcare professional, the injector noted that "mild pigmentation" remained in the marionette area and observed no scarring. The healthcare professional offered further treatment, but the patient refused. The injector believes symptoms were ¿possibly¿ considered product related and suspected the etiology was due to ¿topical anesthetic.¿